Manufacturer narrative:
The technician was unable to confirm the reported event of heat. As the failure was not confirmed, and no components were identified which would cause or contribute to the reported failure, it is likely that the customer was using the device outside the recommended duty cycle per the IFU.

Event description:
It was reported that during testing at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.